Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The aic battery could not be charged, and the pump was transferred to another aic. No patient harm was reported.

Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. The unexpected controller shutdown and loss of battery charge exhibited in the field was due to a failed power supply. The exact root cause of failure for the power supply is undetermined. Before returning to customer, aachen fs was instructed to: replace the charger. This report is being filed as part of a retrospective review of historical records.